Event description:
During a pci procedure, the pt2 light support guidewire broke. There was chronic total occlusion (cto) in the left anterior descending (lad) coronary artery. The lesion being treated was a 75% stenotic lesion in the circumflex (cx) coronary artery. One pt2 light support guidewire was used in the cto. After implanting 2 excel stents (2.5mm x 16mm and 2.5mm x 24mm), another pt2 light support guidewire was used in the cx. During the procedure, the tip of the pt2 light support guidewire was lost in the distal side of the cx. The length of the broken tip was approximately 1 cm. An excel stent (2.5mm x 28mm) was then placed in the midsection of the cx. The broken tip remained in the pt post procedure. The procedure was successfully completed with this device. No abnormal symptoms were observed as of the date of this report. No pt injuries or complications were reported. Pt status is reported as 'ok'. The lot number for this device is unk.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.